Event description:
Reporting status: serious injury - surgical intervention - permanent damage. Reporting rationale: perforation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that an attempt was made to recanalize a chronical occlusion in the proximal area of the ramus interventricularis anterior. The tip of the guide wire was advanced in a small opening of the occlusion, but suddenly the guide wire jumped into the pericardium. An echocardiogram was made and a pericardial effusion was seen. The pericardial effusion was emergency treated by pericardiocenteses (300 mg blood was aspirated). The patient was in a stable condition, but later had to be treated with a bypass surgery. No additional event or patient information is available. The device is manufactured by asahii intec. Co ltd.